Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows one of the bottom screws on a 1-level construct has backed out past the blocking mechanism. There are no plans for a revision surgery. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a resonate screw is backing out of the plate post-operatively.